Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of connection to the internal device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(6) 2011.

Manufacturer narrative:
(B)(4): implanted device remains.